Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed an issue with the output measures. The device was recalibrated.

Event description:
It was reported the device failed to pass the functional test. There was no patient involvement.